Event description:
It was reported that the patient presented in clinic for initial device implant. After procedure, fluoroscopy was performed and discovered that the patient's right atrial (ra) lead had become dislodged. The ra lead was explanted. The patient had no consequences.